Event description:
Customer stated that the handle of the product was getting over-heated at the start of the procedure. A backup set was used to complete the procedure. There was no medical intervention required and no delay in the procedure. He said there were no burns associated with the event.

Manufacturer narrative:
The device is available for eval. However, it has not yet been delivered to the investigation site.